Event description:
The covidien customer support engineer (cse) that an 840 ventilator stopped cycling. No pt involvement. The cse inspected the device and replaced the analog interface (ai) pcb. The unit passed extended self-testing.